Event description:
Consumer called to report meter giving different readings. Analysis run on consensus error grid using mean average readings (248) as reference point vs. Bd readings (380, 250, 114) yielded some data points in the c range of the grid, outside acceptable limits.